Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the moderately tortuous, mildly calcified, 85-90% stenosed left anterior descending (lad). The physician successfully implanted a taxus express2 8.8% 3.0 x 8 mm drug eluting stent. The balloon was inflated to 14 atms for 25 seconds. Integrilin and nitroglycerin were given during the procedure. Two days later the pt was admitted with chest pain and a stent thrombosis was confirmed in the lad. The treatment was an angioplasty with a maverick 3.0 x 15 mm balloon at 10 atms for 60 seconds. The physician also inflated the same balloon at 6 atms for 30 seconds in the diagonal. Flow was re-established but the physician decided to send the pt for CABG surgery of the lad, rca and om. In the opinion of the physician, the thrombosis was related to the stent.